Event description:
It was reported that during the implant of a transcatheter aortic valve, computed tomography sizing was performed indicating that the perimeter was 68.3, the perimeter-derived diameter was 21.7 with left ventricular outflow tract and annular calcium under the left coronary cusp and the valve was reported as 19.8% oversized. No pre or post balloon dilation was performed. There were no issues during the valve implant procedure. After the procedure, the patient became hypotensive in the recovery area and an echocardiogram identified a 2 cm pericardial effusion. Pericardial drainage was performed with 500 ml drained initially, and the patient was reported stable overnight. The next day, an additional 350 ml of pericardial drainage/output was reported. Physicians were suspicious of a contained annular rupture and suspected the valve caused an annular rupture that was contained by the valve itself. Additional information was received from the physician that computed tomography (CT) imaging was performed multiple times with no evidence of the cause of the effusion and the cause remained unknown. The effusion was drained successfully. The patient was reported to be doing well and was discharged home on day three.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolutfx delivery catheter system (dcs); product ID: d-evolutfx-2329; lot: 0013298788; UDI: (B)(4); manufactured date: 2026-02-17; use by date: 2028-02-17; implant date: n/a; FDA site ID: 9612164. Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, computed tomography sizing was performed indicating that the perimeter was 68.3, the perimeter-derived diameter was 21.7 with left ventricular outflow tract and annular calcium under the left coronary cusp and the valve was reported as 19.8% oversized. No pre or post balloon dilation was performed. There were no issues during the valve implant procedure. After the procedure, the patient became hypotensive in the recovery area and an echocardiogram identified a 2 cm pericardial effusion. Pericardial drainage was performed with 500 ml drained initially, and the patient was reported stable overnight. The next day, an additional 350 ml of pericardial drainage/output was reported. Physicians were suspicious of a contained annular rupture and suspected the valve caused an annular rupture that was contained by the valve itself.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves: product ID l-evolutfx-2329 (lot: 0013238842); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.